Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00112. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 device indicating that the battery still spontaneously fails with a new battery. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer noted to the remote service engineer (rse) that the battery failure was previously reported, but a service quote was never sent. The customer informed the rse that the battery and power board with cable have been replaced. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.